Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by there was an over infusion of gemcitabine. The customer stated that the alaris pump was programmed correctly. Gemcitabine was to infuse over 90 minutes and instead was infused over 70 minutes. The infusion completed 20 minutes faster than programmed. The primary infusion was intended for a rate of "164.9" with a vtbi of "247.3." The pump was sequestered and sent to biomed for evaluation. There was patient involvement, but the outcome is unknown. The patient was admitted for metastatic sarcoma to the lung.

Event description:
It was reported by there was an over infusion of gemcitabine. The customer stated that the alaris pump was programmed correctly. Gemcitabine was to infuse over 90 minutes and instead was infused over 70 minutes. The infusion completed 20 minutes faster than programmed. The primary infusion was intended for a rate of "164.9" with a vtbi of "247.3." The pump was sequestered and sent to biomed for evaluation. There was patient involvement, but the outcome is unknown. The patient was admitted for metastatic sarcoma to the lung. Later it was added that the tubing had a prime volume of 26ml. The customer does not use a compounding machine and they do not weigh the bags. The bag is prefilled and they add the volume. It is impossible to know the exact volume in the bag to start with. The customer primes with saline, not the drug thus the whole volume would have been in the bag.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of gemcitabine was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of 15 april 2025, and the event time was not provided. The pcu event logs analysis identified that on 15 april 2025 at 9:54 am, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿yes¿ to ¿new patient.¿ the profile in use was identified as ¿infusion center¿. At 9:58 am, the suspect pump module was selected, the user selected ¿guardrails drugs¿ for drugid = 273 (gemcitabine), drug amount = 1800 mg, diluent volume 265 ml, conc = 6.793 mg/ml, rate = 177 ml/h, duration = 90 min and a vtbi = 265 ml and the infusion was started. Between 11:08 am and 11:15 am the pump module was selected twice (2) and the user pressed the ¿delay options¿ button with a delay = 15 min, and then the system was powered off. No further infusions with the suspect device were recorded. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. External and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. Note to repair center: pump module s/n 15273345: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Replace the left (female) inter unit interface (iui) connector. Root cause: the root cause of the reported over infusion of gemcitabine was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.